Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic trans urethral resection the ceramic tip of the sheath broke. The broken tip was retrieved. There was a delay of less than 30 minutes. The procedure was completed with a back up device. There was no reported harm or injury to the patient.